Manufacturer narrative:
Investigation summary: a sample could not be obtained for evaluation and testing. A device history review was conducted for lot number 8019858. Our records show the reported lot was manufactured on 02/22/2018, and determined that this is the only instance of leakage occurring in this batch of connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure mode because photo or samples were not provided which are necessary to perform better investigation. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that bd connecta¿ 3-way stopcock leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ 3-way stopcock leaked. No serious injury or medical intervention was reported.